Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the distal esophagus of a patient on (B) (6) 2010. According to the complaint the stent was positioned to bridge the gastroesophageal junction in order to treat dysphagia, secondary to extrinsic compression by a malignant tumor. The patient¿s anatomy was not tortuous. On (B) (6) 2010 the patient returned to the hospital complaining of severe chest pain. A chest radiograph was taken, which revealed that the stent had migrated approximately ten to fifteen centimeters proximal to the original location. The physician was uncertain as to whether the patient¿s chest pain was a direct result from the migration of the stent. Despite attempts boston scientific has been unable to confirm if any hospitalization or medication was given to the patient for the reported chest pain. On (B) (6) 2010 the migrated stent was removed from the patient without complications. A wallflex esophageal partially covered stent was successfully implanted within the patient. Post stent procedure the patient was reported to be ¿doing well¿. It was reported that as of (B) (6) 2010, the patient was able to consume food.

Manufacturer narrative:
(B) (4). Medical intervention required. Stent explanted. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.